Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeling of adhesive at light guide lens, peeling of adhesive at objective lens, chips on adhesive of light guide lens and chips on adhesive of objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: peeling of adhesive at light guide lens, peeling of adhesive at objective lens, chips on adhesive of light guide lens and chips on adhesive of objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.